Event description:
During cysto/stone case using holmium laser, laser hit the glidewire positioned in/near the kidney and splintered a small portion of the glidewire off. Retrieval of the glidewire thru the ureter was successful. No problems to/with the pt.